Event description:
The user facility reported that air was injected into the patient during an angiographic procedure. A health care professional at the user facility reported that there were no major complications with the patient. Additional information was requested from the user facility but as of the date of this report there was none made available.